Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Corrected information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the bulb of the illuminator failed during set up/calibration of the system. There was no patient involvement.